Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 yr and 1.5 yr follow ups. It is reported that the pt expired approx 34 months post index procedure. It is reported that the cause of death is unk. Investigator has indicated that the event was not related to the study procedure. It was not assessable if the event was related to the study sent. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
(B)(4). Eval, results: (death).